Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother stated that the customer jumped in the pool with the insulin pump on. Customer was only in the pool for a second and changed the battery. Caller stated that it is giving her the battery out limit alarm and she can't clear the alarm. Customer's blood glucose is 504 mg/dl. Caller stated that there is no response from any button. Caller stated that the minutes do not change and there is fluid under the display. Caller stated that there is no water in the pump at this time. Customer is continually receiving a battery out limit and the pump is vibrating. Customer will be sent a loaner insulin pump.